Event description:
The customer reported that the t:slim x2 pump's battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using different charging supplies, and tandem technical support was informed. They instructed the customer on proper usage and agreed to send a replacement tandem wall adapter and charging cable via two-day shipping. No further assistance was needed as the pump began charging successfully.